Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that noise was coming from the device. The device was being used during surgery. No user or pt injury occurred. It is unk if medical intervention occurred. There was no additional info provided.